Event description:
During a coronary artery drug eluting stenting treatment procedure, there was withdrawal resistance and the stent embolized. The physician predilated a severely calcified, 90% stenosed lesion located in the circumflex (cx). A 2.5x12mm taxus express2 drug eluting stent was deployed in the proximal cx. The physician then attempted to place another 2.5x12mm taxus express2 stent in the distal portion of the lesion, but was unable to pass through the first stent that had been deployed. When trying to pull the stent catheter back, the physician felt resistance. It was reported that it took several tries and lots of force to remove the stent catheter. Once removed, it was noticed that the stent had come off the catheter, inside the pt. No attempts were made to retrieve the stent because the stent was not seen. There were no pt complications and the pt is reported as fine.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The manufacturing records for top assembly batch 8484687 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.